Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. A follow up report will be submitted once the evaluation has been completed. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed, however, the device operated within specification. The root cause could not be determined.